Event description:
It was further reported that the logs could not be translated. However, it was noted that the motor stall log entry date was (B)(6) 2014 and the log did not indicate a tube set. The patient¿s symptoms occurred the same date as the motor stall and no magnetic resonance imaging (MRI) scan was performed at any time.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies including corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced underdose symptoms. The pump logs were not available but the physician had reported that the pump showed a motor stall alarm. There was report that a motor stall occurred that never recovered. No diagnostic testing was performed. The issues was reported as not resolved and the cause was not determined. The patient required hospitalization and was currently in the intensive care unit until the pump was to be replaced. The patient¿s status as the time of the event was unknown. This was anticipated to be (B)(6) 2014. This device system delivered morphine. Further, the pump was replaced on (B)(6) 2014. The patient had recovered well and was now receiving effective therapy. The product was received and sent for analysis.